Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Analysis identified that there was distorted light exiting the connector face, indicating an internal connector fracture. In addition, the connector face was burned, and the fiber tip was degraded. The complaint was confirmed. Distorted light exiting the connector face, can be a result of an internal connector fracture. A fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the connector face. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for lithotripsy, the device had abnormal noise and then no image was shown. The procedure was completed with another of same device. No patient complications were reported. Analysis of the returned device identified a fractured connector.